Event description:
It was reported initially that patient had told the healthcare provider (hcp) that her pump went into motor stall months ago. At the time of the initial report, stall recovery was unknown, patient symptoms were unknown, drugs in the pump were unknown. It was stated that patient had a replacement. Patient status was 'alive with no injury". Add'l follow-up later indicated that the motor stall occurred on (B)(6) 2014. And it did not recover. The pump was replaced on (B)(6) 2014. The drug delivered via the pump was fentanyl 20,000 mcg/ml. The only symptom that the patient reported was increased pain. The pump was not to be returned to manufacturer. At a later date it was indicated that the pump "broke and was clogged"; reporter never did find out what was wrong with the pump (reported above that pump had a motor stall). Patient went through ¿withdrawal three times in four months, withdrawals started in (B)(6) 2014, then she went through it again in (B)(6) 2014 which was 3 weeks later, and then a third time in (B)(6) 2014¿. Patient thinks that her new hcp, whom she met in (B)(6) 2014 broke the pump on purpose, he approached her and said he wants to have the pump taken out the first time he met with him¿. Patient never had any issues with her prior hcp; ¿the pump was not alarming until she started seeing the new hcp in (B)(6) 2014¿. Pump alarm was defined by the patient as follows: "in the right ear she was hearing something that sounded like a critical alarm, in the left ear the she was hearing a low beep and the alarm in her stomach she heard a loud multiple tones that beeped every 5 minutes¿. There was another alarm towards the date she was going to have the pump replaced. ¿when she would bend over the alarm would do something weird¿. The alarms kept getting louder and louder and ¿the hcp said he wasn't hearing these noises¿. The alarm was going off every 5 minutes. While going through withdrawal she couldn't sleep for 3-4 days, had restless leg syndrome, runny nose, shaky, and felt fluish. Hcp told her it was some type of virus/flu. Presently patient had another hcp and stated that he was wonderful. Patient does physical therapy as well. Patient was also on liquid dilaudid by mouth when they removed her old pump.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient's first pump "died" earlier than expected in 2014.